Event description:
Patient intubated by anesthesiologist. He went to inflate the balloon on the endotracheal tube, it would not inflate. Tube removed, new endotracheal tube for reintubation. Defective endotracheal tube sequested.